Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed on the sample using naked eye which revealed the tubing was separated from the male luer. No functional test was performed due to the nature of the returned sample (contaminated with blood). The reported condition was verified. The cause of the condition was due to incorrect assembly during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
MFR. Address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial the device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set separated. The event was further described as "when attempting to pull cap off the end of the tubing"; the "tubing broke". This occurred after completion of a blood transfusion and the normal saline was spiked. There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.